Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not been receiving effective stimulation. The patient has not received pain relief in the past month and a half despite reprogramming. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.